Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pace impedance of less than 200 ohms on the right ventricular (rv) lead. Additionally, there was noise on the rate/sense channel. This product remains in service. No adverse patient effects were reported.